Manufacturer narrative:
The returned generator was confirmed to intermittently change the display and lock up. The cuase of this failure mode was determined to be elpd, u6 on the display board. A failure analysis and subsequent stop order, recall and engineering change implemented a replacement component outside of the die change date range.

Event description:
The customer is reporting problems with the generator where it is changing settings and has to be reset. Additionally, the power reportedly increased from 25 watts to 75 watts. No pt injury has occurred.